Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify errors 111 & 112 in the iabp¿s diagnostic error log which both point to the executive processor board. To fix the issue, the fse replaced the executive processor board, and completed a pm with full calibration, functional and safety checks to meet factory specifications. The fse completed the helium calibration and verified that the unit was performing properly. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed. The iabp unit shut down. No patient harm, serious injury or adverse event was reported.